Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection observed that the shield, a clear plastic internal component of the seal, had dislodged from its original position. Testing was performed on the event unit, which confirmed the reported event of increased drag force. Based on the condition of the returned unit and the description of the event, it is likely that the shield was dislodged by a large instrument that was inserted through the seal. This would cause a larger portion of the septum, a rubber component of the seal, to make contact with instruments passing through the seal. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: robot prostatectomy. Intraoperatively, appearance of an inability to mobilize the arm holding the camera properly, the surgeon must exert abnormally strong pressure to push the camera into the patient's abdomen in order to have deep visibility. Discovery of the joint of the trocar that slides together with the camera, preventing it from stabilizing. Impossibility of placing the camera without the rebound effect. Actions undertaken: change of obese trocar 12mm x 150 required to continue the procedure. Hotline service of the robot has been called (ultimately not concerned with the problem). Consequences: other. If other: elongation of the operating time of 15 minutes. Type of intervention: change of obese trocar 12mm x 150 required to continue the procedure. Patient status: no patient injury or illness occur associated with the complaint event.